Manufacturer narrative:
Evaluation was not possible as the device is implanted and will not be returned. A review of the sterility records for lot number 50252232 was performed which confirmed that the product was sterilized per the standard terminal sterilization process. All parameters of the sterilization cycle conformed to the validated parameters. A review of the device history records associated with this production lot was also performed which indicated that there were no internal processing issues during the manufacture of this lot. Smith & nephew advanced surgical devices applies expiry dating to all of its sterile products based on the ability of the packaging to continue to provide a sterile barrier. In the case of absorbable products, expiry dating is applied to the material stability of the device itself as well as the ability of the packaging to provide a sterile barrier. Data to support the shelf life is required for all sterile products. Smith & nephew does not recommend the use of any device beyond its labeled expiration date. (B)(4).

Event description:
It was reported that after having performed an unknown procedure using biosure ha 10mm x 30mm and after implantation of the device, it was discovered that the device expiration date has expired. It was decided to keep the device in the patient. This incident did not result in any patient injury or complications.